Manufacturer narrative:
Footboard.

Event description:
It was reported by service report that the footboard was not working. The customer could not determine if there was patient involvement or if there were adverse consequences to report.